Event description:
The end user fell while walking down a flight of stairs when the cane broke. He suffered a torn rotator cuff.

Manufacturer narrative:
It was reported that the end user was walking down a flight of stairs and fell when the cane broke. He was evaluated in the ER for skin abrasions and a laceration and was discharged. He was later diagnosed with a torn rotator cuff. No sample or photos were returned for eval. The location of the break was not reported. The condition of the cane is not known, if it was adjusted to the correct height or if it was correctly locked into position. It is not known if all four legs of the quad cane were in contact with the stairs during ambulation. Stability issues may have resulted if all legs were not in contact with the surface of the stairs. We do not know if the end user had balance issues or other health conditions that may have contributed to the fall. We also do not know if the fall caused the cane to break or if the cane broke and caused the fall. A root cause has not been determined. However, due to the incident and subsequent injury, this medwatch is being filed.